Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was successfully implanted in a patient. The patient was taking 100mg acetylsalicylic acid prior to procedure. The patient was administered heparin for procedure and had a minimum activated clotting time (act) level of 135 seconds and a maximum act of 291 seconds. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. There was no difficulty implanting the valve. The final non-coronary cusp implant depth was 4.50mm. The patient was administered any protamine or reversal agent during procedure or after the procedure. On (B)(6) 2024, it was noted that the patient had elevated levels of troponin. It was also noted via echocardiogram, that the patient developed a pericardial effusion and cardiac tamponade. The pericardial effusion and cardiac tamponade are attributed to placement of a temporary pacemaker used during the implant procedure to suppress premature ventricular contractions. The decision was perform a pericardiocentesis. On (B)(6) 2024, an electrocardiogram noted that patient developed a first degree atrioventricular block. On (B)(6) 2024, the patient's first degree atrioventricular block progressed to a third degree atrioventricular block. The decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's elevated troponin level is attributed to microveesel occlusion, not caused by the 25mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged and sent to rehabilitation.

Event description:
Clinical information: (B)(4) - vista registry, patient site ID: (B)(6) (r853414801, r853415001, r855330101). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was successfully implanted in a patient. The patient was taking 100mg acetylsalicylic acid prior to procedure. The patient was administered heparin for procedure and had a minimum activated clotting time (act) level of 135 seconds and a maximum act of 291 seconds. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. There was no difficulty implanting the valve. The final non-coronary cusp implant depth was 4.50mm. The patient was administered any protamine or reversal agent during procedure or after the procedure. On (B)(6) 2024, it was noted that the patient had elevated levels of troponin. It was also noted via echocardiogram, that the patient developed a pericardial effusion and cardiac tamponade. The pericardial effusion and cardiac tamponade are attributed to placement of a temporary pacemaker used during the implant procedure to suppress premature ventricular contractions. The decision was perform a pericardiocentesis. On (B)(6) 2024, an electrocardiogram noted that patient developed a first degree atrioventricular block. On (B)(6) 2024, the patient's first degree atrioventricular block progressed to a third degree atrioventricular block. The decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's elevated troponin level is attributed to microveesel occlusion, not caused by the 25mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged and sent to rehabilitation.

Manufacturer narrative:
An event of heart block and dual chamber permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was noted that heart block is attributed to the pre-implant dilatation. There is no allegation of malfunction against the abbott device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.